Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the product user that the new tracheostomy tube was received with a cut in it. It is unclear if the device was used. Additional information regarding the reported product issue has been requested. No adverse health effects were reported in response to the reported product issue.

Manufacturer narrative:
The reported device was returned for investigation. Visual inspection of the device revealed that the shaft near the connector was broken. During inspection, the shaft was sectioned near the break to observe for any irregularities in wall thickness; none were found. Magnification (10x) of the broken shaft area did not reveal any intrinsic manufacturing defects. No evidence was found to suggest the reported event was related to a manufacturing issue; however, product evaluation and testing was not able to determine a root cause for the break in the device shaft.